Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an rfg generator. The customer reports plugging in the generator, flipping on the switch and the generator began to smoke and spark out the back. There was no pt in the room. An electrician checked the wall outlet and it checked out ok.